Manufacturer narrative:
Log file analysis revealed multiple critical battery alarms and premature power switching events occurring around four months prior to the reported event date. Log files extracted from the controller show no evidence that this controller was in use after (B)(6) 2015. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple critical battery alarms and premature power switching events occurring around four months prior to the reported event date. Log files extracted from the controller show no evidence that this controller was in use after (B)(6) 2015. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and three batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02124, 3007042319-2015-02125 and 3007042319-2015-02126) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02124, 3007042319-2015-02125 and 3007042319-2015-02126) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical personnel that a patient experienced power switching and critical battery alarms. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided. Investigation ongoing. This is report 1 of 3.